Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The pod was received with the cannula and needle not deployed. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. An 0x12 (18) alarm was observed - reset caused by low voltage detect. Despite the 0x12 alarm, the battery voltages were all measured within specification. However, the sma wire resistances were high and out of specification, with fluctuations. Aside from the sma wire readings, no other no problems were found with the device. It could not be conclusively determined why the pod issued the alarm preventing the pod from successfully initiating second prime and deployment. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was not worn.